Event description:
It was reported that the user experienced repeated alert code 38 indicating consecutive stalled motor events during an attempted supply change, which persisted despite multiple restarts and a dry restart attempt with an empty pump. Symptoms included no reported clinical effects. Outcomes included no impact on health, though the device was replaced. Investigation included a review of the complaint history and device log interpretation as available through the report. Investigation of this case revealed a device malfunction consistent with a pump motor stall affecting the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.